Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. The device was received for analysis with no visual non-conformances and with a gold cartridge loaded on the device. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed, fired and opened properly during testing. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection, the device was locked out and it could not be fired at the first stroke of the second firing when the device was used for resection of the rectal stump. The cartridge color was gold. The jaws could not be opened, but it could be released with the manual knife reverse switch eventually. Some staples were unformed. Another device was used to complete the case. There were no adverse consequences to the patient. The target tissue was resected properly and no anomaly in a leak test was confirmed. Reinforcement material was not used.